Event description:
Referred by dr. Pt woke up with painful, red eye. Thought he had a foreign body in eye. Went to emergency room. No foreign body. Went to dr who referred him to other dr. Pt had infiltrates and epidefect on cornea. Impression was corneal ulcer on left eye. Cultured cornea. Pt works in dusty environment. Zymar 4x per day. Ciloxan at bad time. Amphotericin every hour in left eye. Next visit 4/21, patient's eye was still painful with some improvement. Suspected fungal but improving. Continued amphotericin then every two hours next day. Discontinued ciloxan and continued with zymar. Culture came back as fusarium specimen. Next visit 4/24, patient's eye felt better. Dr noticed 2 infiltrates. Continued amphotericin every 2 hours and zymar twice a day. 5/1, no pain in left eye, vision fluctuation. Dr said still two infiltrates and his treatment is zymar twice a day and amphotericin five times a day. Pt will return in a week.